Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: versa turn, joker. Guide catheter: hyperion 6fr jl3.5. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, eccentric, 99% stenosed, de novo, mid left anterior descending (lad) artery, during pre-dilatation, the 1.2 x 6 mm trek balloon dilatation catheter (bdc) was inflated, but ruptured at 8 atmosphere (atm) after 15 seconds. The bdc was removed and a non-abbott bdc was used to complete the dilatation without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.